Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned data have been analyzed. The available iegms documented the presence of noise in the right ventricular channel, which led to multiple shock deliveries, as mentioned in the complaint description. Based on the available information, the root cause of the clinical observation was not conclusively determinable. However, an insulation damage of the lead cannot be excluded. There was no indication of an ICD malfunction. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The analysis of the returned data revealed no indication of an ICD malfunction. However, the integrity of the lead cannot be assured.

Event description:
After an implantation period of approx. 30 months, oversensing with inappropriate therapies was reported.